Event description:
Clinic notes were received which indicate that the patient's generator was unable to be interrogated after multiple attempts and position changes. The patient was still experiencing stimulation related coughing and voice changes. A company representative and the physician attempted to interrogate the patient's device with a known good programming system and the physician's programming system on (B)(6) 2016 to no avail. Troubleshooting was performed on the physician's device and no issues were identified. No additional relevant information has been received to date. No surgical intervention has been reported to date.

Event description:
The explanted generator had analysis completed which verified that the generator reached end of service due to normal expected battery depletion. The evaluation of the device confirmed that that the inability to interrogate was due to the depletion of the generator battery. The device performed according to all functional specifications and no abnormal performance or adverse conditions were identified.

Manufacturer narrative:
Corrected data: initial MDR inadvertently omitted information known prior to submission of the MDR.

Event description:
The patient's device was last able to be interrogated in (B)(6) 2016. The patient's output current was adjusted to 2 ma and all other settings remained at the same level. Patient had been seen in (B)(6) 2016 but the vns was not interrogated during these visits.

Event description:
The patient underwent replacement surgery in (B)(6) 2017. The explanted generator was received and is undergoing product analysis. A battery life calculation was performed to determine if the generator was expected to be at eos. Based on the settings in the programming history database the patient's generator should have been at eos.